Event description:
It was reported that during a wisdom tooth removal, the burguard melted. There was no injury to the patient or to the user, another handpiece was available to complete the procedure.

Manufacturer narrative:
Neither the handpiece nor the bur guard were sent back to the manufacturer for investigation. Based on the information that was received from the account, the most likely root cause was due to the bur guard being pushed up onto the nose cone. When the bur guard comes into contact with the nose cone, the friction can cause the bur guard to melt.